Manufacturer narrative:
Update to b2, b5, b7, g3, g6, h1, h2, h6, and h10 for supplemental report to report new information that indicated the patient passed away 19 days post procedure. Conclusion codes remain the same. Per medical record review, the patient had a 29 mm sapien 3 in the aortic position via transfemoral approach. Following the procedure, the patient had an acute left mca stroke. One day post tavr, the patient required a permanent pacemaker placed for complete heart block. Twelve days post procedure, the patient went into respiratory distress following percutaneous endoscopic gastrostomy (peg) feeding tube placement. The patient was intubated and appeared to be unresponsive and aspirating. The patient code status was changed to dnr. Fifteen days post procedure, bilateral thoracentesis was performed. Nineteen days post procedure, the patient's wife agreed to transition to comfort measures. Hospital course diagnoses were acute renal failure superimposed by ckd, aspiration pneumonitis, acute respiratory failure with hypoxia and hypercapnia, thrombocytopenia, anemia. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in a technical summary written edwards lifesciences ''clinical technical summary for complaints-conduction disturbances/ heart block'', atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), heart block is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive, but the patient's comorbidities could be related to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
New information indicates the patient passed away 19 days post procedure. The cause of death is unknown at this time.

Event description:
As reported by field clinical specialist (fcs), the patient had a stroke one to two days post procedure. The patient came in for a transfemoral 29mm sapien 3 valve. This patient had heavily calcified iliac arteries. The delivery system balloon ruptured at the end of deployment, when the valve was fully deployed. Nominal volume was used. There was no pvl. The physician was not able to pull the delivery system back into the sheath. The physician attempted to pull the delivery system but it got stuck in the common femoral artery. This caused a large dissection, which the patient was still in the cath lab. The patient was transported from the cath lab to the or so a cut down procedure could be performed. Before leaving the cath lab, they decided to cut the delivery system, so they could easily transfer the patient, with about a foot of the system out of the patient. When the cutdown of the artery was performed, to pull the delivery system out, they pulled out part of the inner lining of the artery. They then did an ilio femoral artery bypass. The fcs currently has half of the delivery system (the handle and part of the catheter), but the site is holding the top porting for a minimum of 14 days before they can release it to the fcs. No photos are available. A 3 mensio is available. No imaging from the procedure is available. The patient's iliac was ballooned prior to insertion of the sheath, but there were not reported resistance pushing the delivery system and valve through the sheath. The patient had a stroke ''over the weekend'' (one to two days post procedure). Per additional information, the patient is recovering very well from the iliofemoral bypass. He is also doing well from the stroke suffered a few days later. He has only minor deficits and still improving.

Manufacturer narrative:
The device remains implanted. The reported stroke falls under thv tvt registry. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2021- 07090 for the report related to the balloon burst. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Per the instructions for use (IFU), stroke is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive, as the exact cause is unknown. It could be related to the balloon inflation, dissection, or mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.